Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was treated with tienam 500 mg 3 times daily intraperitoneally (ip) and ciprofloxacin 50 mg 4 times per day ip for peritonitis. On that same day, ciprofloxacin was stopped. The patient did not respond to the treatment. The patient's pd catheter was removed and pd therapy was discontinued. On that same day, tienam was also discontinued. The cause of the peritonitis was not reported. No additional information is available. Outcome: peritonitis: not recovered. Medical history: chronic renal failure and hypertension. Concomitant therapy: not reported. Causality assessment: unrelated.

Manufacturer narrative:
(B)(4). The patient was born on an unknown date in (B)(6). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental report will be filed.